Manufacturer narrative:
Customer report was confirmed. The thermistor was found to have an intermittent open condition at the thermistor bead when flexing the catheter tip. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body.

Event description:
Reportedly, the patient has a ascending dilated aorta/aneurysm, aneurysm was 4.6 by 4.8, they replaced the ascending aorta with a conduit. They then implanted a valve model 3000tfx, 23mm, which was then explanted due to 2+ aortic insufficiency. Another 3000tfx of unknown size was implanted. A device history record review is currently in process..

Event description:
Thermistor damaged or out of spec; it was reported that when the customer tried to start continuous cardiac output measurement, blood temperature was out of range and was measured at 17 degrees c. It was unable to measure continuous cardiac output. Another cedv monitor and cable were used but it did not solve the problem. No problem was observed at monitor check with simulator. Follow up indicated that there was no error message observed. There were no patient complications reported.